Event description:
Cook's cervical ripening catheter inserted 2224 on (B)(6) 2014. Vaginal balloon inflated 60 ml with normal saline. Uterine balloon inflated 80 ml of normal saline per manufacturer guidelines. On (B)(6) 2014 at 0330, leakage noted from catheter, cervical balloon ruptured. Balloon sequester. Upon investigation noted leakage at blue tip. No apparent harm to pt. Dates of use: (B)(6) 2014. Diagnosis or reason for use: induction of labor.